Manufacturer narrative:
Analysis of the lead found ¿three conductors were broken 5.1 cm from the proximal end.¿ it was noted that functional testing found circuits 0, 2, and 3 to be ¿open¿ and that circuit 1 had an impedance of ¿40.2 ohms.¿ it was further noted there were ¿no shorts between circuits (dry).¿

Manufacturer narrative:
Concomitant medical products: product ID 3389-40, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. Product ID 748251, serial# (B)(4), product type: extension.

Manufacturer narrative:
Product ID: 3389-40, serial# unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was ¿receiving no stimuli and couldn¿t move.¿ impedance testing found that all electrode combinations not involving electrode 1 had impedances ranging from 2000 to 6000 ohms. It was noted the patient underwent a revision for the condition where the lead adapter connector was removed and the lead was rechecked. It was further noted that after rechecking the adapter there was no difference found in lead resistance, so the lead was replaced. It was reported that after the patient¿s lead was replaced all impedance values were normal and the ¿device worked without problems.¿ it was stated that no further harm to the patient had occurred at that time. It was noted there were ¿no¿ health hazards to the patient. It was stated the patient¿s physician was ¿concerned that overtime, there might be some tissue alteration around the electrodes.¿ it was noted ¿there were no problems using it until¿ the time of replacement and that the reporter ¿guessed there was some physical change to the lead itself.¿ additional information stated that high impedances were seen. It was also stated the patient was "receiving effective therapy after replacement.¿ a supplemental report will be filed if additional information is received.